Event description:
While the surgeon was drilling, the tip broke off and remained in the patient's bone. Another drill bit bent during use, but was able to be removed from the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.